Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a non-bsc guide wire crossed the lesion, a 2.5x15mm non-bsc balloon catheter was advanced but broke during pre-dilation. Another 2.75mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification. However, during dilation, the balloon ruptured. After performing ablation and stenting, the procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After a non-bsc guide wire crossed the lesion, a 2.5x15mm non-bsc balloon catheter was advanced but broke during pre-dilation. Another 2.75mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion due to calcification. However, during dilation, the balloon ruptured. After performing ablation and stenting, the procedure was completed with a different device. No patient complications nor injuries were reported. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation and guidewire lumens and in the balloon. The balloon was loosely folded. There was a 7.5mm longitudinal balloon tear starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.